Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's spouse that the customer has been experiencing high blood glucose which caused him to get off the pump and went to his backup plan per health care provider. The customer's blood glucose ranged between 300mg/dl-580mg/dl. The insulin pump passed high pressure test. The customer was advised the pump is working as designed.